Manufacturer narrative:
Samples were received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the sample, the reported issue was not confirmed; they were able to deflate as per normal function. However, a photo sample was received and upon visual evaluation, the reported issue was confirmed; it showed a flat wall condition which could have caused the difficulty deflating. A root cause analysis indicated that this occurred during the manufacturing process. A quality alert was also issued to emphasize the importance of monitoring the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloons in this lot obstruct the catheter once inflated and it occurred on several occasions that they had a lot of difficulty deflating the balloon. On one occasion, the patient was traumatized emotionally and physically as the catheter had to be not only changed immediately as it was defective, but they had to increase a size to guarantee success. The multiple changes, irrigations and increase in size gave the patient a lot of painful spasms.